Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 65mm diameter abdominal aortic aneurysm. It was reported that during the patient returned for follow-up approximately 2 years post index procedure and a type 1a endoleak and type ib endoleak as well as type ii endoleak were found. Per the physician the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
Additional information received on this case reported that an additional intervention was performed approximately 2 years post index procedure, to implant an aortic cuff proximally, coil the internal iliac artery due to likely enlargement of the right internal iliac artery, and to extend a limb to the external iliac artery, as initially. However, as both type ia and ib endoleaks did not resolve fully, the patient is still being monitored by the physician. If information is provided in the future, a supplemental report will be issued.